Event description:
There has been at least four occasions where a pt has been burned during treatments. This is happening when they are completing a "pa" and "ap" treatment when the gantry is fixed and applying a dose. As a result of this condition the pt(s) had to be treated for burns by the doctor.

Manufacturer narrative:
The device was used in combination with a varian linear accelerator and a philips adac pinnacle planning software. It appears that during planing the build-up effect of a solid material, i.e. Carbon fibre board was not considered. The build-up effect is extensively described in the instruction for use (IFU) together with a direction to consider skin-effects during planning of the treatment. The adac pinnacle seems to not automatically adjust build-up effects and the user error could not be corrected.